Manufacturer narrative:
The therapy pca was returned to the failure analysis lab for evaluation. The component was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. Once installed in an mrx test fixture, functional testing was successfully completed with no noted issues that could have caused or contributed to the alleged failure. Upon conclusion of the evaluation, the therapy pca was found to be fully functional and the reported issue could not be verified or duplicated. The evaluation data was recorded and the component was scheduled to be scrapped. Based on the conclusion of the initial evaluation, it was originally reported that this was a malfunction of the therapy pca. The therapy pca was replaced and the device was deemed fit for use. Following the repair, calibrations were completed for preventative maintenance and the unit was returned to the customer to be placed back into service. However, a follow up analysis of the returned therapy pca was completed and there were no noted issues that could have caused or contributed to a potential malfunction. The therapy pca was found to be fully functional and a cause for the original failure could not be determined. No further investigation or action is warranted at this time. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a pads/paddle failure during operational testing. There was no patient involvement.